Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No serial number has been provided rendering a review of the device history not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause maybe a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for blockage occurred even though the canister was not blocked. This problem was solved by exchanging the renasys go without any delay. There was no patient harm.